Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the femoral artery with mild calcification and mild tortuosity. The 2.0x200 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion and inflated; however, it was noted that the balloon was smaller than expected. The device was inflated three times to nominal and rated burst pressure. The balloon was removed for inspection and it was noted to be collapsed [ruptured]. A new device was used to complete the procedure. There were no adverse patient effects. No additional information was provided.